Event description:
A malfunction alarm was reported, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and assisted the customer in doing so. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. Customer was advised to contact technical support if any issues occurred again and confirmed their understanding of the instructions given.